Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported that a escape basket was about to be used during a flexible ureteroscopic lithotripsy procedure. During preparation, it was found that the basket was broken when the package was open. The procedure was completed with another of the same device with no patient complications.